Event description:
It was reported to philips that tempus ls has a pacer function failed/internal hardware ¿hardware failure dpm,¿ pacer failure during pm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.